Event description:
The iab leaked. Blood was noted in the catheter. This was the only info at the time of the report. (Event complications: unk-reporter 12/8/97.) (Pt's current status: unk-rpt'd 12/8/97.)

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearane of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.